Event description:
The patient called in response to the recall notice. Buttons on infusion device were not responding when pressed. Patient delivers 4-5 boluses per day. Buttons do not produce beeps or vibrations when pressed. Infusion device has not been dropped or been exposed to water or insulin. No physiological effects were reported. Insulin infusion device was replaced and requested to be returned for evaluation. Evaluation of the device found that both the up and down buttons were defective.